Event description:
Caller states that customer was unable to get a reading on the device and was subsequently found unconscious. The paramedics were called and they tested her at 310 mg/dl on their device and transported her to the hospital. The ER device reportedly read 299 mg/dl. She notes that she received insulin in the hospital, she was treated for a urinary tract infection, and was told she had a heart attack. No strip information provided. Unknown if device used on date of event. She states that quality controls were attempted, but the device would not give a result. Requested return of suspect device and replacement was sent.